Event description:
It was reported that a mpm16 randomly shut down regardless of whether the unit was on ac or dc power. The problem was discovered during set up and did not involve a patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.